Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545. Name medtronic minimed. Street 18000 devonshire street. City northridge. State ca. Zip code: 91325. Zip four:1219. U.s.

Event description:
It was reported on(B)(6) 2026, that the tap not sticking after one day of use and customer was unsure about cause of not adhering.